Event description:
It was reported that a recovery filter was implanted in 2003. After a successful planned removal 4 months later, it was noted that the lower end of one of the legs was missing. The component remains in the pt. Pt is reported to be fine.